Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a door failure. The customer reported that tower doors 1 and 2 were malfunctioning and required maintenance. A field service engineer inspected the tower doors and accessed the windows desktop to perform corrective actions. The fse cleaned oxidation from the microswitches and re-tightened the wire harness connectors, then used the hardware testing application to test the latch assemblies. All tests passed successfully. The fse also replaced the cabinet lightbulbs, ensuring the cabinet was fully illuminated. Customer satisfaction was achieved with the successful repair of the tower doors and replacement of the lightbulbs. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors 1 and 2 repeatedly failed, and the tower lights required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.